Event description:
Leaks in the poump, but customers was unsure where they were coming from.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.